Manufacturer narrative:
(B)(4). The customer returned one unit 410944 weckvista access balloon port 10mmx70mm for investigation. An additional obturator was returned with the sample. The returned port was visually examined with and without magnification. Visual examination of the returned port revealed that the ring clamp was broken. The rest of the returned device appears typical. All valves appear typical. No tears were present in the balloon material. A functional inspection was performed by attempting to inflate the balloon. A lab inventory 10 ml syringe was filled with air. The syringe was then connected to the check valve of the port and using hand pressure, the air was injected. The balloon immediately inflated. No leaks were detected. The balloon was able to successfully stay inflated for 5 minutes. The syringe was then connected to the check valve and the balloon was deflated. The sample was submerged underwater and another attempt to inflate the balloon was made in order to detect any possible leaks. Upon injection of air, no leaks were detected. No functional issues were found with the balloon. The only issue with the device is the broken ring clamp. Nc 60039888 has previously been opened to further investigate the broken ring clamp issue. Other remarks: the IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time as the balloon was able to properly inflate and deflate. The only issue with the device is the broken ring clamp. Non-conformance has previously been opened to further investigate the broken ring clamp issue. The reported complaint of "balloon burst" was not confirmed based upon the sample received. Upon functional inspection, the balloon was able to properly inflate and deflate. The balloon was able to stay completely inflated for 5 minutes. The only issue with the device is the broken ring clamp. Non-conformance has previously been opened to further investigate the broken ring clamp issue. However, since the balloon was able to properly inflate and deflate, the complaint was not confirmed.

Event description:
During the process of inflating the balloon it burst. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10 mm x 70 mm, lot #73l1600539 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During the process of inflating the balloon it burst. There was no patient injury.